Event description:
Additional information: it was reported that the infection was also in the pump pocket area, revealed via ultrasound. The patient was treated with antibiotics and will be monitored. No additional information was provided.

Manufacturer narrative:
Device evaluation: the patient remains ongoing on lvad support. A specific cause for the patient's infection could not conclusively be determined through this evaluation. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 year and 7 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient experienced an onset of driveline infection. The patient had purulent discharge and was treated with antibiotics. There appeared to be swelling around the outflow tract area. It was reported that an ultrasound examination would be performed, and that there was a suspicion that there may already be some infection in the pump pocket. No additional information was provided.